Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system refrigerator failed and did not recover. A field service engineer (fse) found that the smart remote manager (srm) was failing frequently but could be recovered. The fse stated that the problem could not be duplicated. Additionally, the engineer reseated all connections. The fse observed that the customer was able to successfully access the door to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station ahcwt5b refrigerator failed unable to recover. Customer stated that both the station and the refrigerator were rebooted, but recovery failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.